Event description:
The pt experienced coupling and communication issues and had difficulty recharging her implantable neurostimulator. She subsequently developed an infection and her device was explanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).